Event description:
The reported received from the study indicated that the patient had a non-q wave myocardial infarction (mi) after the index procedure. The patient had a cypher select plus 3.5x23 mm stent implanted in the mid left anterior descending (lad) target lesion during the index procedure. There was no reported procedural complication or device deviation. The adverse event (ae) was reported to be target vessel related location undetermined. The cardiac enzymes post-procedure were slightly elevated. There was no reported evidence of stent thrombosis and the ae was reported to be unrelated to the study device or any other cordis product and did not require re-percutaneous coronary intervention (re-pci) or coronary artery bypass graft (CABG) surgery. The ae was reported to have a highly probable relationship to the index procedure, event severity severe, serious ae (sae), and was resolved without sequel. The outcome information was reported to be complete. The patient was discharged the day of the procedure. The narrative of the event stated that an episode of no re-flow occurred during stenting. Normal flow was restored after intracoronary adenosine and nitroglycerine one (1) mg x two. A reopro bolus and infusion was also given.

Manufacturer narrative:
The indication for the index procedure was a positive stress echocardiogram. The patient was reported to be asymptomatic. The patient was found to have one-vessel disease and one lesion was treated during the elective index procedure. No staged procedure was planned. The target lesion was the mid lad. The lesion was reported to be: a 90% stenosis, de novo, 19 mm length, 3.5mm vessel diameter, a bifurcation requiring double guidewire technique, not ostial, a readily accessible proximal segment, eccentric, smooth, heavily calcified, thrombus absent, and type b2. The lesion was pre-dilated as planned with a 2.5x15mm balloon at 12 atm. A 3.5x23mm cypher select plus stent was deployed at 20 atm with satisfactory results. The stent was not post-dilated. The residual stenosis was 0%. The timi flow pre and post-procedure was not documented. The left ventricular ejection fraction (lvef) not documented. A follow-up visit/contact at the one-month period indicated the patient was symptomatic and continuing his medical regimen. No new reported surgical procedures were reported. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.